Event description:
It was reported that the battery cap intermittently lost contact with the pump casing.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation found that the battery cap made intermittent contact with the pump casing.